Event description:
Revision surgery. The glenoid head disengaged from the taper and the one piece, all poly, humeral socket disengaged from the metal taper assembly. This report is for the glenoid head only. Report 1644408-2008-00033 will be submitted for the humeral socket.